Event description:
Two blood leaks on two patients occurred at the start of hemodialysis treatment. The both leakages were observed visually, by the leak detector and by the test strip. The blood loss was about 200cc each because the blood inside the dialyzer and the tubing was discarded with the extracorporeal circulation set. Both patients were well and no medical treatment was given.